Event description:
It was reported that a user of the ilet system wearing a dexcom g7 experienced persistent hyperglycemia overnight, with cgm alerts for sensor reconnecting and brief sensor issues and a concurrent fingerstick of 270 mg/dl versus pump cgm 239 mg/dl; the user noted a carbohydrate-heavy dinner and dehydration, and hyperglycemia improved after a full supply change and infusion site change with teflon inset. Symptoms included hyperglycemia with thirst and increased urination. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.